Event description:
A nurse reported that there was a fluid leak encountered after a patient completed pd treatment. The fluid was found during step 9 of removing cassette. The fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. Fluid seemed to be leaking from the cassette to the cassette door. There were no alarms/warnings prior/after the leak. In a follow up, the nurse verified the fluid leak event and said there was no harm, intervention or adverse event. The leak took place in the clinic as the patient was doing training. The cycler will not be returned. The nurse is letting it dry out overtime and will resume use as needed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that there was a fluid leak encountered after a patient completed pd treatment . The fluid was found during step 9 of removing cassette. The fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. Fluid seemed to be leaking from the cassette to the cassette door. There were no alarms/warnings prior/after the leak. In a follow up, the nurse verified the fluid leak event and said there was no harm, intervention or adverse event. The leak took place in the clinic as the patient was doing training. The cycler will not be returned. The nurse is letting it dry out overtime and will resume use as needed.